Event description:
The customer reported that the image went dark. This would result in no live image being displayed. Sys functionality was restores with a reboot. This could cause a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the sys interface board. The sys operates as intended.